Manufacturer narrative:
Product eval: the product was returned for eval. The optic was scratched. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the reported damage was observed. However, the optic resolution and focal length were within spec. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 6/24/2011, 6/28/2011 and 7/18/2011 by mail, fax and phone. Add'l info was received on 6/28/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to reports of diplopia and a scratched lens. In a f/u, the surgeon reported the pt is doing fine following the lens exchange. The replacement lens was one of the same model and power. The scratch was very small, but was right in the center of the lens. Add'l info has been requested.